Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A return sample evaluation was not performed because tubing remains implanted. Batch record review was performed for the lot# provided. All parameters were within specification including sterilization criteria. No non-conformances or deviations were identified. Nothing was identified in the batch record review which could lead to the condition identified. Stomatitis is a known complication of a peg tube placement. The abbvie peg and j risk management report documents stoma infections as a risk, indicating that the risks have been reduced as low as possible through product design and placement procedure, and the benefits of the duopa system outweigh the risks of stoma infection. The report also cites a literature reference indicating typical peristomal site infection rates. ¿peristomal site infection is the most commonly reported complication of peg and is seen in as many as (B)(6) of cases. More than (B)(6) of these infections are minor, with fewer than (B)(6) requiring aggressive medical or surgical treatment.¿ the rate of complaints for stoma infections with abbvie peg tubes is well below the rates cited in literature. Itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified for stoma related complications. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A nurse reported that a patient in (B)(6) had stomachache and slight discharge from the peg-j area determined to be an infection in the peg-j area. Antibiotic treatment was started. The patient was treated with paracetamol (parol), mupirocin (bactroban) and amoxicillin+clavulanate (augmentin).